Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump started to alarm she was low and going into threshold suspend. Customer's sensor glucose reading was 54 mg/dl but her blood glucose level was 85 mg/dl. The device was not returned.